Event description:
IV fluid was being delivered via pump on pediatric floor. The pump alarmed "air in tube". When the nurse checked the tubing, the valve was leaking. There was no obvious crack or deformity.